Manufacturer narrative:
The customer reported that this central nurse's station (cns) was sent to nihon kohden repair center back on 04/11/2022 because it was losing arrhythmia data for a single bedside (RMA (B)(4)), but that they just found out that before the device was taken out of service, the patient connected to the said bedside expired. The patient death occurred on (B)(6) 2022, and their biomedical engineer (bme) was unaware of this event until 04/28/2022, which is when they notified nihon kohden technical support. The cns could not be repaired at the time that it was sent in and the customer refused an exchanged device. No further details were provided about the event at hand. The customer has still not submitted device logs or the adverse event forms as requested. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device was used in conjunction with the cns: bsm: model #: mu-671ra; serial #: (B)(4); manufacturer date: 12/10/2014; unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that this central nurse's station (cns) was sent to nihon kohden repair center on 04/11/2022 because it was losing arrhythmia data for a single bedside (RMA (B)(4)), but that they just found out that before the device was taken out of service, the patient connected to the said bedside expired. The patient death occurred on (B)(6) 2022, and their biomedical engineer (bme) was unaware of this event until 04/28/2022 which is when they notified nihon kohden technical support. The cns could not be repaired at the time that it was sent in and the customer refused an exchanged device. No further details were provided about the event at hand. The customer has still not submitted device logs or the adverse event forms as requested.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was sent to nihon kohden repair center (nk rc) on 04/11/2022 because it was losing arrhythmia recall data for a single bedside monitor (bsm), and they just found out that before the device was taken out of service, the patient connected to the bsm had expired. The patient death occurred on (B)(6) 2022, but their biomedical engineer (bme) was unaware of this event until 04/28/2022. No further details were provided regarding the event. Investigation summary: the customer failed to provide the device logs for analysis despite multiple attempts to obtain them after the device was evaluated and returned in a separate ticket (B)(4). As such, the root cause cannot be determined. The device was returned in a previous ticket (B)(4) where it was found that the arrythmia recall issue was confirmed, but due to discontinued parts, the device was not repairable. The customer requested that the unit be returned to them unrepaired. This event would indicate that the customer was using a device with a confirmed issue. In ticket (B)(4), though there was missing data in arrythmia recall, the bsm and full disclosure did contain the missing data. Missing data on its own would not be a main contributor to patient harm. There is no indication that the device failed to alarm/warn clinicians to patient events. Based on the evaluation performed, it is likely that the cns had defective hardware. Hardware failure could come as a result of physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided. A2 - a6 b6 - b7 attempt #1 05/13/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 05/20/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 05/27/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: bsm: model #: mu-671ra serial #: (B)(6). Manufacturer date: 12/10/2014 unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that the central nurse's station (cns) was sent to nihon kohden repair center (nk rc) on 04/11/2022 because it was losing arrhythmia recall data for a single bedside monitor (bsm) (RMA 300285453), and they just found out that before the device was taken out of service, the patient connected to the bsm had expired. The patient death occurred on (B)(6) 2022, but their biomedical engineer (bme) was unaware of this event until 04/28/2022. No further details were provided regarding the event.

Event description:
The customer reported that the central nurse's station (cns) was sent to nihon kohden repair center (nk rc) on 04/11/2022 because it was losing arrhythmia recall data for a single bedside monitor (bsm) (RMA 300285453), and they just found out that before the device was taken out of service, the patient connected to the bsm had expired. The patient death occurred on (B)(6) 2022, but their biomedical engineer (bme) was unaware of this event until 04/28/2022. No further details were provided regarding the event.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6201a to pu-621ra. D4 additional device information / model #: corrected the model # from cns-6201a to pu-621ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a. Additional information: b4 data of this report. G6 type of report. H2 if follow up, what type?